Manufacturer narrative:
(B)(4). Additional information received: the stapler could not be opened and removed from the vessel, despite attempts to use the reverse knife blade button. The surgeons said later that despite limited space available next to the stapler, the vessel could be clipped and then cut safely on both sides of the stapler. The stapler was then taken out of the patient, still closed. The surgeon said the patient was doing well. The surgeon did report any adverse effects for the patient as a result of this incident.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was obtained: the device was fired by the assistant, as guided by the surgeon. The assistant said later, that attempts to use the reverse knife button were made, but that nothing happened when they did so. Following the procedure, one of the nurses attempted to open the stapler (outside patient), and only managed to do so when 'using a lot of force'. The device was then closed, and could not be opened, similar to what happened during use of the device on the patient.

Event description:
It was reported that during a laparoscopic robotic right nephrectomy procedure, the nurse reported that the assisting surgeon had fired the stapler over the renal artery, but could not open the stapler following the firing. Based on the information given, it was unclear if the stapler had a lock out, or had fired normally. The renal artery was therefore clipped and cut. The stapler could then be taken out of the patient, still closed over cut tissue. Delay unknown. No adverse effects known.

Manufacturer narrative:
(B)(4). Batch # n56721. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.